Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, device history record, instructions for use, manufacturing instructions, specifications, and quality control data was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Measures have been previously initiated to address this issue. We will notify the appropriate personnel and continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
As reported to customer relations, the performer introducer appeared to be leaking blood out of the valve during the procedure. Additional intervention or procedures were not conducted, and no adverse events have yet to be reported.